Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Similar incident review similarity could not be determined as a specific failure mode was not provided. In the absence of device returned for analysis or a specific failure mode reported, a conclusive cause for the reported event could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. D9, h3 - the device was initially reported as returning for analysis but has now been reported as not returning because it was discarded at the account.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that four proglide devices were used. During use of one of the proglide devices, the device did not work. The method in which hemostasis was achieved was not specified. No additional information was provided.